Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product wasn't received so no visual and functional examination can be performed. A review of the "tracebility" inventory records and the device "hsitory" records aren't possible because reference and lot number of implant wasn't available. From lonely information provided, based on the complaint form, the review of the case and the recurrence of this type of event for this implant, the investigation found that this issue is "forseen" by the IFU: it's a potential adverse event. The cause for the heterotopic ossification is undetermined. In fact, according to the "projet" manager and after study of recurrence of heterotopic ossification, several "issue" can cause this event but with this few information, the cause cannot be determined. Requests for additional information were made, but the surgeon left the "pratice" and cannot "acces" "to" the patient folder anymore. Based on the available information, the exact root cause of the heterotopic ossification remain undetermined. If additional "informations" were received that allow to draw a conclusion for this investigation. Another report will be sent. Not returned as still implanted.

Event description:
Mobi-c: heterotopic ossification. From information provided by the reporter with the information extract to the annual mobi-c enhanced surveillance survey, the surgeon reported an event of heterotopic ossification on a patient that was implanted with mobi-c in the past year. The patient diagnosis pre-implantation was a herniated c6-7 disc. The surgeon indicated that it's unrelated to the device: there is no causal connection between the event and the device. No "addditional" information provided as the surgeon left the practice and cannot access "to" the patient folder anymore.